Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for spinal pain. It was reported that the pump was implanted in (B)(6) 2012. After years of misery, the pump was removed. After event more years of suffering, a seroma was finally removed. It had been drained repeatedly. The area still swelled and caused the patient much pain. It was stated that the patient had dealt with residual pump problems for 11 years. The consumer stated that no one was really interested in patients with pain pump problems. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient had an ¿extraordinarily horrible¿ experience with seromas that had to be removed and drained following pump removal. The issue was an ongoing thing. Due to heart problems they were afraid to have the patient go through surgery again. The patient was all swollen up with fluid that collects in that area. The patient did not have the pump replaced and was using fentanyl patches. The pump was delivering morphine, dilaudid, and bupivacaine (unknown concentration and dose). No further complications were reported.